Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient noticed top screw was loose and came for tightening the implant, but x-ray showed the implant did not integrate.